Event description:
It was reported that the fill port on cartridge was cracked. Reportedly, the cartridge had not yet been used. Customer's blood glucose level was 128 mg/dl. Reportedly, the customer loaded a new cartridge to address the issue.